Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not hold charge) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p4 pad were loose. The cause of the non-functional battery pack is the loose busbar. Additionally, there was corrosion found in the battery case. The root cause of the loose busbar cannot be positively identified. The root cause for contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient's battery was unable to hold a charge.